Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms. Concurrent conditions included irregular periods and joint pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014. On (B)(6) 2013, the patient had essure inserted. In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2015, the patient experienced alopecia ("hair loss"). In may 2016, the patient experienced vaginal haemorrhage ("abnormal (vaginal, menorrhagia)") and menorrhagia ("abnormal (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), arthralgia ("multiple joint pains"), menstruation irregular ("irregular periods") and coital bleeding ("bleeding after intercourse"). The patient was treated with biotin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, alopecia, arthralgia, menstruation irregular and coital bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, coital bleeding, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-apr-2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- abdominal pain, coital bleeding, menstruation irregular, arthralgia. Events outcome updated. Reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms. Concurrent conditions included irregular periods and joint pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal (vaginal, menorrhagia)") and menorrhagia ("abnormal (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with biotin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms. Previously administered products included for an unreported indication: nuvaring from 2012 to (B)(6) 2016. Concurrent conditions included irregular periods and joint pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia) / spotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), arthralgia ("multiple joint pains"), menstruation irregular ("irregular periods") and coital bleeding ("bleeding after intercourse"). The patient was treated with biotin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved, the vaginal haemorrhage, alopecia, arthralgia, menstruation irregular and coital bleeding outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, coital bleeding, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: content from social media received. Outcome for event menorrhagia (spotting) was updated to not recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms. Concurrent conditions included irregular periods and joint pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal (vaginal, menorrhagia)") and menorrhagia ("abnormal (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with biotin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and hair loss. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number added. Date of implant updated. Date of explant added. This case was upgraded to incident from other event. Event injury was updated to pelvic pain. New events were added: abnormal (vaginal, menorrhagia), dysmenorrhea, dyspareunia (painful sexual intercourse) and hair loss. Reporter information, medical history, treatment, concomitant drug and lab data were added.